Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4)2014 with the following findings: on investigation, the pump was exercised for 24 hours without issue. The battery was removed from the pump for 23 hours and then replaced. The time and date did not reset. Investigation did not duplicate the alleged time/date reset. The pump was opened for investigation and revealed corrosion under the internal clock battery (bt1).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.